Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin was squirting when priming. Customer¿s current blood glucose was unknown. Customers stated that insulin pump had diminished battery life, cracks on top of insulin pump and top of battery. Customer mentioned that insulin pump was slower to rewind and rainbow on screen. Insulin pump will not be returned for analysis.